Manufacturer narrative:
On october 9, 2023, mentor received additional information indicating that the patient was also diagnosed with right breast capsular contracture (baker grade iii).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: asymmetry mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 67-year old caucasian female patient underwent breast augmentation revision with two 375cc mentor memorygel breast implants. Post-operatively, the patient suffered shape change on the right breast and firmness on the left breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On june 11, 2024, mentor received additional information, contradictory of previous information provided, indicating that the patient was actually diagnosed with bilateral capsular contractures (baker grade iii), during the revision surgery on (B)(6) 2023. Along with the bilateral replacement, the patient also underwent bilateral capsulectomy.

Manufacturer narrative:
On december 18, 2023, mentor received additional information indicating that the patient was confirmed to only have left breast capsular contracture (baker grade iii) and nothing on the right breast. On january 8, 2024, the mentor failure analysis lab received the device for evaluation. On january 10, 2024, mentor became aware that the patient's implants were replaced with the following: (left) 375cc mentor memorygel breast implant catalog: 3503751bc lot: 9944653 sn: (B)(6) and (right) 375cc mentor memorygel breast implant catalog: 3503751bc lot: 9944653 sn: (B)(6). On january 10, 2024, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 375cc returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now.

Manufacturer narrative:
On november 8, 2023, mentor received additional information indicating that the patient has been scheduled for breast implant removal surgery on (B)(6) 2023. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture.